Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The devices have been returend for investigation. Both bipolar forceps inserts show burn marks. The user provided the information that a erbe vio 300 d as a rf-generator has been used. This generator exceeds the voltage limitation of 150 vp given by the IFU by 40 vp, as even the lowest setting provides 190 vp. The IFU gives clear information about the maximum voltage the robi instruments can be used with. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During coelioscopy, device stopped functioning. Customer changed generator. Forceps coagulated again, then stopped and started to smoke and melt in patient's body. When the surgeon saw this, he stopped to use this device. When testing forceps before surgery, the forceps started to smoke, some orange flames appeared. No further information available.